Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is wear and tear.

Event description:
On 01/13/2022 it was reported by a sales representative via sems that the ar-9239 drill bit is dull and has deformed along the flutes. This was discovered during use in a eclipse tsa on (B)(6) 2022. Additional information 1/18/2022 on 01/18/2022 it was reported by a sales representative via email that the ar-9239 drill bit is dull and has deformed along the flutes. This was discovered during use in a eclipse tsa on (B)(6) 2022. The case was completed using the same device.